Manufacturer narrative:
A product development investigation was performed for the subject device. 513.005: the review of the device history record revealed that this drill bit was manufactured in august 2016 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The sample of the hardness during manufacturing of the products has shown no deviations. 1 x 513.005 drill bit ø1 l46/34 2flute / lot no. F-20293 as received condition: the fluted tip is broken off. The visual inspection has shown that approximately 9 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of use detected. The review of the device history record revealed that this drill bit was manufactured in august 2016 per the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The sample of the hardness during manufacturing of the products has shown no deviations. Based on these findings we exclude any manufacturing related issues. No additional information was provided therefore we are not able to determine the exact root cause which has led to this breakage. It is likely that a mechanical overloading situation has caused this breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 513.005, lot # f-20293: manufacturing location: (B)(4), supplier: external supplier (B)(4), manufacturing date: 09.aug.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery performed on (B)(6) 2017, three (3) drill bits broke during the procedure. Two of the tips were implanted in the patient, but there was no impact or consequence to the patient. No surgical delay is reported. Procedure was completed successfully. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 3 of 3 for complaint (B)(4).